Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming, no disposable, pump won't run. It was reported the device also exhibited air. Per reporter residual volume was: 100.0 ml, rate 56.0 ml.24hrs and 67.10 ml was given no adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
Additional contact information: (B)(6).